Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a vats lobectomy. The surgeon tried to fire the device on the bronchus of the upper lung segment and as it began to fire it became blocked due to hard tissue. There was no indication from the device that the tissue was too thick and firing would not continue. The staple line was incomplete over dense tissue. The stapler stopped. They saw on the display the knife took a very dangerous turn and was left in the device between the staplers and the shaft through the hinge outside the device. The knife physically came out of the channel. This resulted to a small perforation in the lung. The stapler locked on the tissue and had to be removed with a screwdriver. Medical and surgical intervention was needed to prevent a permanent impairment of the lung. There was tissue damage as a result of this problem. The case was resolved using a manual handle. Patient is alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, because of a dense part in the tissue, the stapler stopped. Staplers were correct formed. Because the stapler stopped all staplers were not placed. The knife blade physically came out of the channel. Small hole in the lung.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.